Manufacturer narrative:
T:slim user guide indicates, the user must have adequate vision and/hearing in order to recognize your t:slim pump alerts. No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced low bg levels (34 bg/dl) due to difficulty reading the prompts on the pump. It should be noted that the customer is legally blind and can see the numbers clearly, but difficulty reading the words. Customer has gone back to manual injections.